Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "lead screw is a gear that is missing one of the teeth ". This event occurred during testing in the biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a "lead screw is a gear that is missing one of the teeth " was confirmed and not reproduced. The root cause was not identified. The lead screw was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.